Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.